Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. The device history record for the lot number, m5166t506, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on (B)(4) 2015 (product advisory notice was sent to all potentially impacted customers) device not returned.

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving seven different patients. This is the seventh of seven reports. Refer to 8030647-2016-00004 for the first patient. Refer to 8030647-2016-00005 for the second patient. Refer to 8030647-2016-00006 for the third patient. Refer to 8030647-2016-00007 for the fourth patient. Refer to 8030647-2016-00008 for the fifth patient. Refer to 8030647-2016-00009 for the sixth patient. It was reported on (B)(6) 2015 that a customer had an incident with a sticking thumb valve on a pediatric closed-suction catheter. Additional information was received on (B)(6) 2015 that stated there were a total of 7 incidents to report. Additional information was received on (B)(6) 2016 that stated there were no patient adverse effects reported and no need for medical intervention other than the catheter was exchanged for another. No injuries reported